Event description:
It was reported that the tubing separated while using the bd alaris¿ pump module smartsite¿ burette infusion set. This event occurred 3 times. The following information was provided by the initial reporter: the tubing detached/broke from connector above the buretrol.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Possible lot number: d4: medical device lot #: 21095094. D4: medical device expiration date: 02-sep-2024. H4: device manufacture date: 02-sep-2021. D4: medical device lot #: 21095095. D4: medical device expiration date: 04-sep-2024. H4: device manufacture date: 04-sep-2021. D4: medical device lot #: 21095217. D4: medical device expiration date: 07-sep-2024. H4: device manufacture date: 07-sep-2021. D4: medical device lot #: 21105039. D4: medical device expiration date: 20-oct-2024. H4: device manufacture date: 20-oct-2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-apr-2022. H6: investigation summary: one sample was received for quality investigation. The customer complaint of leakage was verified by inspection. Evaluation of the submitted sample showed evidence of leakage through the filter vent during testing. The infusion set was primed with water and the filter vent immediately showed signs of leakage. No other issues were identified during examination of the infusion set. The root cause could not be fully determined by investigation. The sample was forwarded to the supplier of the filter component and further investigation was conducted. The supplier investigated the internal components of the filter along with the filter vents. The supplier was able to re-establish the integrity of the filter proximal vent, however, the distal vent continued to show signs of leakage. Further sls examination was done on the distal vent that continued to show leakage. The sls examination revealed no abnormalities in construction of the filter vent, but there was an unidentified gelatinous material on the filter vent. There was no indication that the assembly of the filter contributed to the non-conforming function of the filter, and therefore probable cause for the issue is the hydrophobic properties of the filter vent may have been compromised by the over exposure or saturation of the fluids used with the infusion set. H3 other text : see h10.

Event description:
It was reported that the tubing separated while using the bd alaris¿ pump module smartsite¿ burette infusion set. This event occurred 3 times. The following information was provided by the initial reporter: the tubing detached/broke from connector above the buretrol.